Event description:
Customer reported unexpected negative reactions with cell I, homozygous fyb cell, when testing a patient sample with a previously identified anti-fyb using panoscreen, lot 39471. The customer also reported negative reactions with the cell when testing with anti-fyb. The customer performed antibody identification testing on the sample and fy(b+) cells demonstrated 2+ reactivity.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. Manual tube testing was performed on last day of product dating with retention panoscreen, lot 39471 and anti-fyb. Cell ii was nonreactive, as expected. Cell I exhibited weak reactivity at the antiglobulin phase. The package insert for panoscreen states, as required by 21 cfr 660.35(h)(I): "the reactivity of reagent red blood cells may diminish over the dating period. The rate at which antigen reactivity (i.e., agglutinability) is lost, is partially dependent upon the individual donor characteristics that are neither controlled nor predicted by the manufacturer."